Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) company representative.

Event description:
It was reported that one day post implant, interrogation of the pulse generator revealed that the atrial channel was undersensing p-waves. Further testing was planned.